Event description:
It was reported that the patient had a surgical procedure to revise an artificial urinary sphincter (aus) balloon due to fluid leak from a hole in the balloon. The patient was incontinent and had some pain in the scrotum and abdomen. A patient outcome of fully recovered was reported.

Manufacturer narrative:
Investigation summary: based on the information available, product analysis was able to confirmed that the clinical observations were likely the result of a hole in the balloon shell with fluid loss and resultant incontinence. Analysis could not determine the root cause of the reported abdominal pain. Device history record (DHR): the device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. Device technical analysis: upon receipt at our post-market quality assurance laboratory, the returned artificial urinary sphincter balloon underwent a thorough analysis. The balloon was visually and microscopically inspected, and tested for leaks. Leak testing identified a pinhole tear in the balloon shell at the sphere-adapter junction causing fluid loss. The tear appears consistent with material fatigue. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. Functional testing was not performed due to the tear. Product analysis confirmed the hole-perforation causing fluid loss but is unable to confirm the reported abdominal pain. The balloon tear found during analysis would affect the functionality of the device and would therefore be the most probable cause for the reported urinary incontinence. Labeling review: the device instructions for use (IFU) was reviewed. There is no objective evidence that the user did not properly handle or use the device according to the IFU. Additionally, the reported events do not contain an allegation against the labeling. Investigation conclusion: based on the information available, a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that the patient had a surgical procedure to revise an artificial urinary sphincter (aus) balloon due to fluid leak from a hole in the balloon. The patient was incontinent and had some pain in the scrotum and abdomen. A patient outcome of fully recovered was reported.